Event description:
The catheter was noted to be outside of the mapping shell at the completion of the procedure while the physician was maneuvering the catheter. It was not possible to place the catheter within previously created vessel tags. There was no patient injury reported. There was no indication of a map shift during a subsequent procedure.

Manufacturer narrative:
.